Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (silk suture) used in this procedure? Citation: scandinavian journal of surgery 2017, vol. 106(3) 189¿195; doi: 10.1177/1457496916668681. [(B)(4)].

Event description:
It was reported via journal article title: reducing surgical site infection with negative-pressure wound therapy after open abdominal surgery: a prospective randomized controlled study. Author: p.-y. Li, d. Yang, d. Liu, s.-j. Sun, l.-y. Zhang. Citation: scandinavian journal of surgery 2017, vol. 106(3) 189¿195; doi: 10.1177/1457496916668681. The aim of this prospective randomized controlled study was to evaluate the effectiveness of negative-pressure wound therapy (npwt) which has been confirmed to reduce the incidence of surgical site infection (ssi) in various surgeries. Between the period of may 2015 to december 2015, 71 patients were included in the study. There were 33 patients, 18 males and 15 females with age range: 60.8 ± 11.8 in the experimental group and 38 patients, 25 males and 13 females with age range: 58.7 ± 14.3 in the control group. During the procedure, no. 3-0 mersilk® (johnson & johnson medical company, shanghai, china) was used to close subcutaneous adipose tissues. No. 2-0 mersilk was used to suture the skin. The subcutaneous fat thickness and incision length were measured intra-operatively. There was one case of superficial infection (1/33, 3.0%) in the experimental group and nine cases in the control group (9/38, 23.7%), with the difference being statistically significant (p = 0.031). No site complications were found for stomach and small intestine surgeries. The 10 ssi patients underwent colorectal surgery, planned ventral hernia (pvh), or intra-abdominal tumor resection surgery. The total number of surgical sites (colorectum + other sites) was 54. The incision complication rate was 18.5% (10/54). The infection rate was statistically between the two groups (p = 0.028). Parts of the sutures of the 10 ssi patients were removed and incision secretions were cultured for bacteria. Infrared irradiation was applied to the wound, and hypertonic saline gauze was inserted for drainage. The dressing was changed daily. Antibiotics were added based on the susceptibility results. The incision was sutured after the wound grew fresh granulation tissue. All 10 ssi patients experienced incision healing. In conclusion, negative-pressure wound therapy can reduce the incidence of surgical site infection in open abdominal surgery.